Manufacturer narrative:
It was later reported that on (B)(6) 2024 the lens was exchanged with a same length but different power lens and the problem resolved. Claim#: (B)(4).

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned dry in a microcentrifuge vial. Visual inspection found haptic bent/deformed. Dimensional and functional inspection found the lens to be within specifications. Corrected data: d4: primary unique device identifier (UDI) #: (B)(4), "UDI related data quality updates only". Claim# (B)(4).

Manufacturer narrative:
H6: investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -2.00/1.0/078 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2023. Refractive surprise was observed. The lens remains implanted. No further information has been provided. If additional information is received a supplemental medwatch report will be submitted.